Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately 4.5 years ago. The aortic neck was angulated at 40 degrees. Other vessel morphology at the time of implant was not reported. It was reported that there was disease progression, aortic neck dilatation to 7 cm, and increased neck angulation to 60 degrees, although no migration of the bifurcated stent graft was observed. The physician elected to partially explanted the proximal portion of the bifurcated stent graft and implant a surgical dacron graft, and left the aneurx iliac limbs in place. The physician commented that there was no failure of the bifurcated stent graft and that no migration occurred because the graft was well-incorporated into the tissue; however, upon explantation, broken sutures and stent fractures were observed. No add'l clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
Evaluation results: disease progression, aortic neck dilatation and angulation. Broken sutures, stent fractures.